Event description:
It was reported by the rep the device was used in a laparoscopic nissen fundoplication. It was reported the suture assistant was used for the wrap and the cruralplasty, and the anchoring of the wrap to the diaphragm. One month later, the pt developed coughing and started to feel pain in the operated area. A surgeon in montana, where the pt has relocated, detects the anchoring of the wrap and the cruralplasty, which was sewn using the suture assistant, have come undone, resulting in the fundoplication going into the pt's chest. The pt had a reoperation. 4/30/1999, since the pt relocated, the rep reported the dr is not sure the reoperation took place. He knows it was scheduled.